Event description:
Whenever I use any face covering, I experience reduced breathing leading to headaches. I have asthma so restricted breathing is not good. I also get dizzy which leads to a panicked feeling which leads to nausea. (Masks mandated). FDA safety report ID# (B)(4).